Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Patient demographics requested however not provided by the customer.

Event description:
It was reported that an unspecified infusion was programmed at a rate of 65ml/hr. The user hung a new bag at 0930 however at 1630, 950 ml infused instead of the correct 455ml. The user stated that the device displayed a vtbi 500 ml however 50ml was remaining in the bag. The user stated that the device was programmed correctly however delivered the incorrect rate. Although requested, no additional event, patient or device information provided.